Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, degenerative disc disease and chronic low back pain. It was reported that the patient informed the healthcare provider (hcp) that their previous ins was ¿ruined after sticking them into an MRI scanner¿. The caller added that the patient said their device stopped working so the ins was replaced with the two they currently had implanted. The hcp had no additional information regarding this event. There were no symptoms reported. The event occurred in 2012. The ins serial number related to the event is unknown as the patient had four different stimulators implanted during 2012. No further complications were reported/anticipated.